Event description:
This ra was implanted on (B)(6) 2012 and was explanted on (B)(6) 2018. In a form scanned by medical records on (B)(6) 2018 it was noted that the lead was explanted due to infection. The physician was dr. (B)(6) at (B)(6) hospital in british columbia, canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).